Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient underwent surgery (procedures not legible) for stress urinary incontinence and had mesh implanted on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.